Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a diabetic coma on (B)(6) 2017 with a blood glucose level of blood glucose of 20 mg/dl. The customer was wearing the insulin pump during their hospital stay. The customer did not mention what symptoms they felt for their blood glucose levels. Customer did not provide how they treated their blood glucose levels.